Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; g1; g3; g6; h1; h2; h10. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient underwent a revision approximately three (3) weeks ago due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk nexgen femoral component; lot# unknown; item# unk nexgen tibial tray; lot# unknown. G2: foreign - event occurred in new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided picture identified the femoral, articular surface, and tibial tray have been explanted. The femoral component shows bony ingrowth, and the articular surface shows some wear and a flared dovetail feature, consistent with being implanted. Evaluations cannot be made about the articulating surfaces of the femoral and bearing without product return. Product information is not visible. One x-ray image was provided. Image assessed but did not send for review as image is undated and unable to correlate with event. Operative notes were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported revision is confirmed from the provided picture, but the reported instability is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.